Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a no delivery alarm was received during a bolus. The customer's blood glucose reading was 336 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing and did not alarm no delivery. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised that the pump is working as designed.